Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion quiescent voltage was approximately 136 mv. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated the complaint was confirmed. The downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, dso sensor damaged, battery compartment damaged, battery door damaged and air detector nicked. These were all replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.